Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was tested on the system. It presents c-34/c-00 error on startup. The c-00 errors were confirmed in the logs. Root cause is attributed to a defective generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe generator had an issue delivering energy. The customer replaced the erbe with a third-party generator to continue the case. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that the fse replaced the erbe to correct the issue.